Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0bwa1, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was not getting relief from device. The patient was having a lot of problems with her interstim. The patient was just seen with the physician yesterday. The patient's symptoms were worse since implant and the patient has to empty her bladder every time she has 100-200 ml of urine in her bladder. The patient was not able to completely empty her bladder. The patient felt like the interstim was causing the muscles to tighten around her bladder. The patient was feeling contracting from the interstim. The patient was not getting the benefit from the device. The patient was having bad bladder pain. The patient was diagnosed with gastrointestinal/ pelvic floor.